Manufacturer narrative:
The customer reported problem cannot be determined. A review of the device history record for (B)(6) was performed from date of manufacture 11/17/2018 to present date 12/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a battery problem. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a battery problem. No additional information was provided. There was no patient involvement.